Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.

Event description:
It was reported that the pump had alarmed 'remove and reattach cassette' and the caller was unable to clear the alarm. Per reporter, the cassette had been locked, and even after unlocking and reattaching it, the issue had persisted. Per reporter, troubleshooting was unsuccessful. The reservoir volume had been 10.3 ml. No patient harm/adverse event was reported.